Event description:
It was reported that during hemodialysis treatment, blood was noted on the venous branch of the cath (extension). Further inspection revealed a pinhole. Lts blood was returned. Dialysis was resumed after catheter was repaired with repair kit. Antibiotics were given.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete a supplemental report will be submitted.